Event description:
It was reported the patient presented for implant procedure. While finalizing the ventricular leadless pacemaker (lp), a recommended replacement time (rrt) alert triggered prematurely. The session was restarted and the alert had cleared. The patient was in stable condition.